Event description:
It was reported that the ilet pump became soaked by splashed water at a water park, after which the screen became unresponsive, and the device did not power on despite drying and charging; the reported device problem involved an unresponsive interface associated with the touchscreen component. Investigation of this case revealed a software problem associated with an unresponsive control interface localized to the touchscreen component. No adverse clinical symptoms or injury reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.